Event description:
It was reported that customer experienced damage to pump housing, with plastic around usb port broken and plate no longer held in place by screw, although pump still started, charged, and was recognized by computer. There was no reported impact to the customer¿s blood glucose level. Customer planned to return device for evaluation, and distributor arranged for device return and replacement pump, with no additional information available regarding further actions or outcome of event.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.